Event description:
It was reported that the svc lead impedance has been > 200 ohms since the implant. The device remains in use. There have been no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.